Manufacturer narrative:
On (B)(6) 2026, injector reported medical intervention for a patient with nodules that appeared recently. Patient had been injected in nasobial folds ~7 years prior. It is unknown at this time if medical intervention is required to resolve the patient's issue. No further information has been provided at this time. B3: date of event - 01/26/2026: date doctor reported medical intervention. B7: patient had hyaluronic acid fillers in the same areas. Product brand is unknown. D6a: implant date - blank. Date of implant is unknown. Was ~7 years ago. G3: date received by manufacturer: 01/26/2026, date doctor reported medical intervention. D9: device not available for evaluation. Bellafill syringes are single use devices that are typically discarded after use. Per bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."

Event description:
On (B)(6) 2026, injector reported medical intervention for a patient with nodules that appeared recently. Patient had been injected in nasobial folds ~7 years prior. It is unknown at this time if medical intervention is required to resolve the patient's issue. No further information has been provided at this time.